Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of nonsustained lead noise episodes were stored when the patient went into a slow vt and ventricular events were blanked during atrial pacing. The patient was asymptomatic. The patient had no sinus atrial support and the atrial lead exhibited intermittent noise. Programming changes were recommended.